Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt received a routine heart transplant. The pump is being returned to the MFR for evaluation as the hosp staff suspects that there may be thrombus in the pump.

Manufacturer narrative:
The device was returned to the MFR, and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.